Event description:
The case was to be an incision and drainage of the right knee. When the dr opened the knee and examined it, he had to remove all total knee parts (3 pieces) plus 2 screws and 2 metal washers because of infection.